Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? At what location on the tissue? Lobe of the lung. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Like normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the firing trigger teeth, closing trigger teeth and yoke teeth were found broken. In addition, the firing trigger spring was found disengaged. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at final inspection ((B)(4)). While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the 1st firing. Changed another blue reload unit to complete the procedure. The patient is fine now. There were no adverse consequences for the patient.